Event description:
Was in my bathroom and smelled an odor of burning plastic, upon investigating grabbed the toothbrush and it was so hot you couldn't touch it. Grabbed a hot pad from the kitchen and removed the brush from the charger and put it in water to cool. After cool you can see where the outside was melting. If I wasn't home at the time it probably would have started a fire. Retailer: (B)(6). Retailer state: (B)(6). Purchase date: (B)(6) 2015. Contacted and they just said it was only warranted for 2 years, didn't care if it could or caused a fire. Document number: (B)(4). Report number: (B)(4).